Event description:
It was reported that the patient could no longer feel stimulation and the patients lead exhibited high impedances. Reprogramming was performed and the patient obtained approximately 70% coverage of their pain area. The patient stated that they noticed loss of stimulation after moving furniture around. The patient then underwent a revision procedure and the lead was explanted and replaced. The patient now has 100% coverage of pain area.

Manufacturer narrative:
The returned lead sc-2317-70 serial: (B)(6) was analyzed and the reported event of high impedances was confirmed. Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the patient could no longer feel stimulation and the patients lead exhibited high impedances. Reprogramming was performed and the patient obtained approximately 70 percent coverage of their pain area. The patient stated that they noticed loss of stimulation after moving furniture around. The patient then underwent a revision procedure and the lead was explanted and replaced. The patient now has 100 percent coverage of pain area.